Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The device was removed without problems and the procedure was completed with another of the same device. No patient complications were reported and there was no problem with the patient's condition post procedure.